Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the left s1 screw (04.802.212) when tightened in situ, continued to travel through the conical thread of the plate. It appeared to eventually tighten but remained significantly countersunk into the locking thread. There appeared to be no issue with the angulation or location of the screws. The surgeon selected to leave it in the patient as he felt it was locked in place. Reportedly it may be that the female conical thread of the synfix plate might have fractured or failed as the screw thread passed through. Additionally it was reported that it may simply be a case of over tightening although that did not appear to be the case visually. This is report 1 of 1 for complaint (B)(4).